Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered.  The target lesion was located in the moderately tortuous right coronary artery (rca). Following pre-dilation using an unspecified balloon catheter, a 2.75x16mm promus element¿ plus stent was advanced however, resistance was encountered and the device was unable to cross the lesion. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and tactile examination of the device found that the stent was damaged at the distal end; stent struts were found to be stretched and lifted upwards from its profile. No other issues were noted with the crimped stent and the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).